Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a failed fridge e-lock. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a failed fridge e-lock. A field service engineer remotely accessed the devices, contacted the customer and confirmed that no drawers had failed. Each machine's smart remote manager was checked and none had failed. The system functioned as intended after the field service engineer troubleshooted the device.